Event description:
During cleaning of the device the tip of the device broke off. There was no medical intervention needed and no significant procedural delays. There was no associated procedure.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
During cleaning of the device the tip of the device broke off. There was no medical intervention needed and no significant procedural delays. There was no associated procedure.